Manufacturer narrative:
Initial reporter address: no. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a capd disconnect y-set was leaking from a small hole in the middle of the y connector. This occurred at the patient¿s home during use for peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection was performed with the naked eye, and magnification which noted, that the tubing was rolled on the inside of the leg of the y component. Functional clear passage testing was performed, with no issues noted. Functional leak testing was performed, which revealed a leak at the y tubing location where the rolled tubing was present. The reported condition was verified. The cause of the condition was determined to be, due to a manufacturing related issue. Should additional relevant information become available, a supplemental report will be submitted.